Manufacturer narrative:
The device has not been received for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain ECG signal via paddles. Complainant indicated that there was no pt involvement in the reported malfunction.